Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sleep apnea, black partials. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in the filter related to a CPAP device sound abatement foam. The patient alleged sleep apnea. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Care orchestrator data was unavailable. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Black tar-like contaminant found on blower and in blower box. Significant cigarette-like odor throughout the device. Black contamination at the blower seal of the blower box. No errors were logged. The investigator confirmed there was no evidence of sound abatement foam degradation in the device, but can confirm the presence of contamination in the airpath.